Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d4, d8, d9, h2, h4 h6, h11 the device was not returned to olympus for inspection; therefore, the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
H10: 9614641-2025-01775. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the tip of the sheath where the needle exits on the aspiration needle was sheared/split. The reported issue occurred during a therapeutic linear endobronchial ultrasound (ebus), which was completed using another device. There were no reports of patient harm.